Event description:
Consumer complaint of low blood results. Caller normally is 117mg/dl or a little above. Based on parkes error grid analysis, the bias between the lowest result given (25) and the normal result (117) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).